Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced. No report of patient involvement.

Event description:
The hospital reported the unit indicated a system error during boot-up. There was no report of patient involvement.